Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or frozen display was noted. The insulin pump had a cracked reservoir tube lip.

Event description:
It was reported, the insulin pump alarmed button error and customer was unable to clear alarm. Customer stated, the button was held for three minutes. Customer was working out and had the device in her bra. Customer was experiencing keypad anomaly before the button error triggered. Keypad anomaly started on (B)(6) 2015 and button error alarm occurred on (B)(6) 2015. Customer does no recall her blood glucose at the time of the keypad anomaly or button error anomaly. Current blood glucose was 23 mmol/l, treated with insulin pump. Customer stated the b button on the device was unresponsive, she to cancel a bolus. Customer does not recall any significant events that may have led to the keypad or button error alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.